Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection faults, abnormal shutdowns) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns and belt connection faults.